Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Although no problem was found with the device, we cannot determine when the device deployed, and the reported event could not be determined. Inspection of the cannula assembly found a tear on the exposed portion of the soft cannula, which leaked fluid during fluid path testing. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod for less than an hour the needle had not deployed. Upon removal of the pod form the infusion site it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.